Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms during basal. Blood glucose level at the time of the call was 128 mg/dl. Troubleshooting was completed, and the customer was advised that the occlusion was caused by a set/reservoir occlusion. The resevoir was replaced but the customer did not return the product for analysis.